Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2018; dtba1d1 crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead threshold was high and the patient labelled a non-responder to cardiac resynchronization therapy based on physician judgment. The lead was capped and replaced with an epicardial lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the returned product was retained in storage after the analysis concluded according to storage guidelines the product may be stored off site. If requested, the product may be returned to the patient provided after analysis the product was in a condition that it could be returned to the patient. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the lead was explanted.